Event description:
It was reported that there was a revision of a ceramic on ceramic liner. The ceramic acetabular liner had a fracture, surgeon revised.

Event description:
It was reported that there was a revision of a ceramic on ceramic liner. The ceramic acetabular liner had a fracture, surgeon revised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. No device evaluation performed as the reported device was not returned. Insufficient medical information was received for review with a clinical consultant. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. The reported event regarding alleged crack/fracture of a trident liner was not confirmed.